Event description:
Information was received indicating that the cuff to a smiths medical portex® bivona® adult tts¿ adjustable neck flange hyperflex¿ tracheostomy tube was reported to be broken and leaking 20 hours following placement. A trach tube change out was performed with no reported adverse effects.

Manufacturer narrative:
One tracheostomy tube was returned for evaluation. Visual inpsection of the device found an issue with the airway line where it is attached to the connector hub. Device underwent functional testing, confirmed a leak at the airway line where it extends from the connector hub. The investigation did not determine a manufacturing defect with the returned device; problem source has been determined to be user interface. The instruction for use states under warnings to guard against product damage by avoiding contact with sharp edges.